Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b5, b6, b7, d1, d4, g5, h4, h6 (patient and device codes) h6 (device code): appropriate term/code not available (3191) for alleged device perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc)/organ perforation, sinus issues, respiratory issues, diaphragm issues, emotional/psychological issues, suicidal thoughts, confusion, insomnia, nausea, numbness, migraines, chest pain/tightness, abdominal pain, sexual dysfunction, limited mobility, and shortness of breath. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported sinus issues, respiratory issues, diaphragm issues, emotional/psychological issues, suicidal thoughts, confusion, insomnia, nausea, numbness, migraines, chest pain/tightness, abdominal pain, sexual dysfunction, shortness of breath, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to history of pulmonary embolism (pe) and deep vein thrombosis (dvt). Patient is alleging vena cava and organ perforation. It is noted and further alleged the patient experienced "sinus issues, anxiety, loss of diaphragm control & strength, shortness of breath, nausea, numbness, spells of confusion, suicidal thought, fainting spells, trouble sleeping, strong migraines, chest pain/tightness, abdominal pain", sexual dysfunction and limited mobility. Per the (B)(6) 2008 ivc(inferior vena cava) filter placement: "...the ivc filter was placed in the inferior vena cava just caudal to the renal vein confluence. The filter was subsequently placed through the sheath and deployed in this location successfully. A final limited cavogram after the procedure demonstrated no evidence of tilt and good position of the filter within the infrarenal ivc". (B)(6) 2018 CT (computed tomography) abdomen and pelvis: "some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. One filter strut penetrates into the aorta. One strut penetrates into the right ureter. One strut penetrates into the inferior endplate of the l3 vertebra. There is surrounding osteophyte which may render the filter non removable". Per a certificate of death, dated (B)(6) 2018, immediate cause of death: respiratory arrest due to or as a consequence of colon cancer w/mets.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2008." It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.